Manufacturer narrative:
G8: this report is being submitted as a correction/follow up to MFR. #2916596-2014-01974. H10: corrected to include intermacs mdum-9795 (114992).

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with elevated lactate dehydrogenase (ldh) levels, hematuria, and power elevations. Bivalirudin was initiated and the patient's numbers normalized; however, when bivalirudin was discontinued, ldh began to rise and hematuria occurred. It was reported that the surgical placement of the original pump was difficult. The pump was subsequently exchanged and the hospital reported that they plugged the old site using a felt plug and re-cored the heart. A thrombus was seen on the outflow stator blades. Additional information provided to the manufacturer indicated that the heart was re-cored because the hospital felt that the inflow was malpositioned and was potentially compromising flow. A device tracking form was received indicating that the patient expired on (B)(6) 2014 approximately 1 month after the pump exchange. The cause of death was noted to be a middle cerebral artery (mca) cerebrovascular accident (cva) due to vad thrombus. It was reported that anticoagulation likely contributed to the stroke. The second pump was reported to be functioning as intended and no device issues were reported. Additional information was received from the intermacs registry stating: power spikes, dark urine ldh elevated additional information also included indicated that the patient expired on (B)(6) 2014 due to withdrawal of support. Patient had a cva. Device function normal: yes.

Manufacturer narrative:
Section h10: correction.